Manufacturer narrative:
(B)(4). Photo investigation ¿ no complaint sample was received for evaluation. However, two photos were received for investigation. One photo showed the top web of the unit package and other photo showed the cannula hub with broken catheter. Based on the returned photos, the reported defect of broken catheter was shown. A DHR on lot 7110403 was performed and no abnormalities were observed after reviewing preventative maintenance, calibration and equipment. The manufacturer process includes an automated vision inspection machine that will reject parts not meeting lie distance requirement. A broken catheter will automatically be rejected as the lie distance will be out of specification. Therefore, the non-conformance could not be determined. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a nurse noticed there was no blood return after inserting a bd venflon¿ pro safety peripheral safety IV catheter. When trying to remove the catheter, the catheter broke into pieces. A physician made a small incision to remove the broken catheter from the patient. No additional medical intervention was reported.